Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had an MRI on the day of the report and a motor stall occurred. No recovery had occurred at the time of the report. The medication used within the system was lioresal. No patient symptoms were reported.